Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncopal episodes and moments of asystole. The right atrial (ra) lead and the right ventricular (rv) lead exhibited high impedance, loss of capture and had dislodged. The right ventricular (rv) lead was also noted to have noise and a polarity switch. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.